Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the tracheostomy tube's cannula was defective. Medtronic followed up with the customer regarding the circumstances of the event. The customer indicated that the patient involved was a chronic patient with home care, therefore had a health care professional in charge. The cannula was checked before its installation and no problems detected. The patient was reintubated without complications.